Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. Based on the events as reported it does not appear that the patient has been evaluated by a physician since a family doctor visit four months post implant. Based on the information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
The following was reported to davol. As reported on (B)(6) 2008, the patient was implanted with a bard/davol perfix plug for hernia repair. The contact alleges that since this time the patient has experienced pain. As reported the pain localized to the lower abdominal area after two months of rest, walking around was not too bad. He attempted work on a few occasions only to find mobility painful after a few hours on his feet doing yard work and took more time off (10 months). As reported the pain went away for some time with some intermittent bouts. The patient went back to work only to find lower right leg pain coming and going. By 2016 due to the groin pain he was unable to work. The contact reports the patient is "unable to work for long periods of time, the right leg groan area flairs up." It is also reported that four months post implant the patient visited his family doctor and was diagnosed with an enlarged liver, the cause of this condition as reported is unknown.